Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient been experiencing an increase in falls and unexpected stimulation since over a week ago and needs brain MRI to determine if there is a device issue. Refer to manufacturer report 3004209178-2021-10305 for details pertaining to the related reportable event.